Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular and right atrial leads exhibited noise, auto mode switch, and magnet reversion episodes. It was noted that these episodes occurred during an operation. Review of electrograms revealed that the noise is consistent with possible lead damage. No further noise episodes were observed after the event. No device intervention was performed. There were no adverse consequences to the patient.